Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that when implanting into the patient, the anchor snapped in half. The device was allegedly removed and replaced with same type of part.